Event description:
As reported by (B)(4) affiliates, in a tf case with novaflex+ delivery system, the valve embolized into the left ventricle during the deployment because the pusher was not pulled back. The wire was maintained in the embolized valve as a support. The patient went to or where a conventional avr was performed. The physician confirmed avr was performed successfully and 2 perforations were found on the left ventricle. The patient went to ICU in regular conditions. However, she passed away on pod1, the cause of death was right ventricle failure. The patient was stable during the event including when she was moved to the or. As per medical opinion, the two perforations occurred when the delivery system moved to the left ventricle during valve deployment.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-01062.

Manufacturer narrative:
Images were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided: observations: the temporary pacing wire is in the pulmonary artery. Wire position is not ideal; a straight wire was used versus a ¿j¿ wire. The wire is not deep enough to support the system. During deployment the pusher was not withdrawn which caused tension on the valve and delivery system. This caused the balloon to spring against the ventricular wall. This was the cause of the perforation. At least moderate annular calcification. Mild leaflet calcification. Coaxial alignment good. Image intensifier angle (iia) good. Impressions: the original cause provided is confirmed. The pusher produced tension on the valve and delivery system which caused the balloon to compress the wire into the ventricle wall. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it is likely that the two perforations occurred when the delivery system moved to the left ventricle during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.